Event description:
Dbss allows a user to edit an incoming shipment box while another user is processing the shipment box. Dbss does not back track and retroactively quarantine units already in the incoming shipment box.